Event description:
We had a patient that had silicone breast implants in that songrams had shown were ruptured. These were put in about 5 years ago after previous imlants were removed because of ruptures. When we removed the new implants they were intact but the surgeon found silicone in an encapsulated area in the left breast that he believes was left from the rupture 5 years ago. This tissue was removed and sent to pathology along with the prosthesis that were removedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.